Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/30/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. It was reported that there was moisture observed inside the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, there was moisture corrosion found inside the pump. The keypad button response was not able to be tested due to moisture corrosion in the pump. (B)(4).